Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the log file report did not have a graph on it. It was noted that the time and date clock on the controller was frozen. They attempted to reset the date and time on the controller, but the time would not advance. A controller exchange was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the date/time clock was frozen on the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  The reported event was confirmed via review of the controller log files, which revealed  that the real time clock was frozen. The returned controller passed visual inspection but failed functional testing as the controller was not able to provide an accurate date/time. An internal inspection of the controller revealed a defective oscillator on the real time clock circuitry. This damage will prevent to generate the electric currents that allow to keep track the time which may have caused the date and time stamp to remain frozen. After replacing the component, the controller performed as expected. The most likely root cause of the reported event can be attributed to a defective internal component. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.